Event description:
It was reported by the users that telemetry issues were encountered with the subject cpr3 head.

Event description:
It was reported by the users that telemetry issues were encountered with the subject cpr3 head.